Event description:
New information noted that review of the stored electrograms verified noise on the ventricular lead; confirming the reported complaint. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise. The noise could be reproduced in clinic. The patient's condition was good. No intervention was reported.